Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A senior surgical consultant reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred vision, cloudiness, flickering, double vision, pulsating spasms, eye drifting to the right. Exophoria, jerk nystagmus, fixation saccade, posterior capsule opacification, iol with microscopic mar and tilted iol were noted on examination. Additional information was requested.